Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue; the power button is torn off and is missing. There is battery leakage residue on the battery compartment walls, no visible corrosion or leakage of the battery door contacts or springs. Moisture indicator label is missing. Unit powers up and passes other functional tests; however, the unit cannot be powered off without the power button since it is missing. (B)(4).

Event description:
Customer reported the power button is missing on the alarm. The customer did not provided a date when this was discovered. No pt incident or injury was reported.